Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime alarm test due to moisture damage in faulty force sensor system. All buttons functioned properly. However moisture damage was noted on keypad traces during visual inspection. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 173 mg/dl. The customer stated that the buttons are not reacting when he tried to prime the tubing. The customer stated that the piston moved up and squirted everything out. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.